Manufacturer narrative:
Customer returned the pump for alleged no delivery, high bgs and possible under delivery on the event date 25-oct-2022. Unit passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement test, and self-test. P-cap locks properly into the reservoir compartment. Unit passed dat test at 0.0873 inches. Unable to verify high bg's. No under-delivery anomalies were noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 13.65 units of normal bolus were delivered on10/26/2022 00:00:00.000. Pump was cut open to perform a visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during the visual inspection: battery tube threads - cracked, cracked case, cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay. The pump passed functional testing and no under-delivery anomalies were noted during testing. Unable to verify high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was under delivering. Troubleshooting was performed. No harm requiring medical intervention were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.